Event description:
A 2.5mm diameter by 18mm length s660 stent delivery system was inserted for treatment of a 90-95% lesion in the circumflex coronary artery. It was not possible to cross the severely calcified target lesion after three attempts, therefore the stent delivery system was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent reportedly dislodged in the ostium of the coronary artery when the device was pulled into the guide catheter. The undeployed stent was snared successfully and removed from the pt. The target lesion was successfully treated with another s660 stent. There was no additional clinical sequelae reported related to the event. The instructions for use were not followed for removal of an undeployed stent, when the stent was pulled into the guide catheter while the catheter was engaged in the coronary artery. The severely calcified lesion likely contributed to the inability of the stent to cross the lesion.